Event description:
During attempted implant, noise was observed on the left ventricular (lv) lead and the lv lead could not be inserted into the device. Insulation damage was observed on the lv lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of noise, inability to the lead insert into the connector sleeve, and thick insulation were confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device but failed to insert into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This likely contributed to the sleeve insertion issue and other reported field events.